Event description:
During a surgery, two spin screw broke underthe head whereas they were implanted with the engine. Each screw was installed to fix a scarf osteotomy of the fifth metatarsal, which was fixed before by screw bold. After the breakage, on screw was hidden and was thus left in place. However, the stability of the osteotomy was deemed satisfactory to the surgeon, who could complete this part of the surgery without using anything else. The second broken screw was removed with the engine. The surgeon used a bold screw to complete the procedure. Surgery ws delayed for 10 minutes in total. Each foot had 5 minutes delay. The second broken spin screw is referenced in MDR #9615741-2005-00005.